Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed, and there were 39 positions in aorta alarms, all of which occurred in the first 24 hours of support. The optical signal metrics were all relatively variable throughout the case, but the signal-to-noise ratio (snr) never dropped low enough for a sustained period to trigger a placement signal not reliable (psnr) alarm. An rt log during an early trigger of position in aorta alarms showed the raw optical signal to have an oscillating nature and abnormal waveform, which translated to the calculated placement signal (ps) as well. For this reason, the ps and motor current (mc) were out of phase, causing the position in aorta alarm to trigger. An rt log from (B)(6) 2025 shows the raw and calculated ps to have normalized, matching back up with the mc. It is unclear what caused the optical signal to normalize between these two times. The only clinical details provided were that the patient was put on continuous veno-venous hemofiltration (cvvh) on (B)(6) 2025, they had a small left ventricle and were in critical condition at the time of the issue. Product was not returned for investigation. Due to limited clinical details, product not being returned for investigation, and data logs not presenting any clear causes for the issue, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an implanted impella 5.5 pump triggered a persistent impella in aorta alarm during patient support. The placement signal alarm was disabled and support continued uninterrupted. Care was eventually withdrawn, and the patient expired.